Event description:
The article, "device retrieval and re-deployment after transcatheter patent foramen ovale closure for platypnea orthodeoxia syndrome and paradoxical embolism", was reviewed. The article presented a case study of a (B)(6)-year-old male patient with multiple prior cerebral infarctions, phlebothrombosis of the lower extremity, and pulmonary thrombosis confirmed by computed tomography (CT). It was reported that on an unknown date, a 35mm amplatzer pfo occluder was chosen for a patent foramen ovale (pfo) with atrial septal aneurysm implant procedure. Prior to procedure, the patient had presented with decreased oxygen saturation (spo2) and hypoxemia due to a fractured rib from a fall incident. Post-procedure, low spo2 was still observed when the patient was sitting at rest. Due to a possibility the 35mm pfo occluder would have interfered against the posterior wall in the atrium, a decision was made 6 days post-procedure to explant the 35mm amplatzer pfo occluder and replaced with a 30mm amplatzer pfo occluder. The patient was transferred to another hospital for rehabilitation. [The primary author was yuta kemi, gunma prefectural cardiovascular center, 3-12 kameizumimachi, maebashi, gunma 371-0004, japan].

Manufacturer narrative:
B3 - date of event is estimated. Literature attachment: device retrieval and re-deployment after transcatheter patent foramen ovale closure for platypnea orthodeoxia syndrome and paradoxical embolism investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
As reported in a research article, a case study of a (B)(6) male patient with multiple prior cerebral infarctions, phlebothrombosis of the lower extremity, and pulmonary thrombosis confirmed by computed tomography (CT). It was reported that on an unknown date, a 35mm amplatzer pfo occluder was chosen for a patent foramen ovale (pfo) with atrial septal aneurysm implant procedure. Prior to procedure, the patient had presented with decreased oxygen saturation (spo2) and hypoxemia due to a fractured rib from a fall incident. Post-procedure, low spo2 was still observed when the patient was sitting at rest. Due to a possibility the 35mm pfo occluder would have interfered against the posterior wall in the atrium, a decision was made 6 days post-procedure to explant the 35mm amplatzer pfo occluder and replaced with a 30mm amplatzer pfo occluder. Based on the information received, the cause of the reported incident could not be conclusively determined. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title: device retrieval and re-deployment after transcatheter patent foramen ovale closure for platypnea orthodeoxia syndrome and paradoxical embolism.

Event description:
N/a.